Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and for the "foreign material in the nozzle of the distal end section" reprocessing was confirmed to have been practiced in accordance with IFU and for the "foreign material on the body of the distal end section" reprocessing was performed according to the IFU was unknown. However, a definitive cause could not be determined. The event can be detected and prevented by following the instructions for use which state: instructions for gif/cf-170 series operation manual chapter 3, ¿preparation and inspection¿ describes how to detect the subject events. Instructions for gif/cf-170 series reprocessing manual chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject events. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the nozzle and distal end. There were no reports of patient involvement.